Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery. A 10/2.00 flextome cutting balloon was used to dilate the lesion. During the procedure, it was noted that the balloon ruptured at 12 atm. The device was completely removed from the patient and the procedure was completed with a 10/2.5 flextome. No patient complications reported and patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. Visual examination of the complaint device was carried out. A longitudinal tear was identified starting 0.5mm distal from the distal end of the distal markerband and extending 6.5 mm proximally. The blades and tip section of the device were visually and microscopically examined and no issues were noted that may have potentially contributed to the complaint incident. A visual and tactile examination identified multiple hypotube kinks along of the device. This type of damage is consistent with excessive force being applied to the delivery system during device use. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery. A 10/2.00 flextome¿ cutting balloon¿ was used to dilate the lesion. During the procedure, it was noted that the balloon ruptured at 12 atm. The device was completely removed from the patient and the procedure was completed with a 10/2.5 flextome¿. No patient complications reported and patient's condition was good.